Event description:
It was reported cardiac resynchronization therapy defibrillator (crt-d) was exhibiting oversensing and noisy signals. Technical services (ts) was consulted and explained possible relation to electromagnetic interference (emi). Ts noted pacing inhibition for over 2 seconds and some intrinsic beats. Patient is not in atrial fibrillation (af). The device remains in service. No adverse patient effects were reported.